Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted (B)(6) 2020 and revised on (B)(6) 2021 due to the device being underfilled at the time of the original implant. The physician cut the tubing to the reservoir and added saline fluid to the system, 70cc to 100cc. Device remains implanted. As the device remains implanted, no product is available for return. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, it was believed that the physician underfilled the device at the time of original implant. A revision was performed; the physician cut the tubing to the reservoir and added saline to the system.